Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a shock impedance of 40 ohms at implant and defibrillation threshold (dft) test could not be performed then due to comorbidities of the patient. The shock impedance was now showing less than 30 ohms, which is low out of range. Technical services (ts) reviewed the event and discussed potential causes. It was recommended to perform dft if possible. The patient was seen in-clinic and dft was performed, resulting in a shock impedance of 72 ohms, which is within normal limits. It was also mentioned that the patient is smaller body habitus and narrow chested, which would explain the lower system impedance. The s-ICD remains in service. No additional adverse patient effects were reported.